Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was observed to exit externally, and effective hemostasis was not achieved. Manual compression was applied, resulting in successful hemostasis. There was no reported patient injury. The device was intended for use in a transarterial chemoembolization (tace) procedure and was used in the usual manner in accordance with the instructions for use (IFU), and the patient¿s condition remained stable with no adverse outcome observed. The deployer was mynx certified. A 5f sheath introducer was used. The femoral artery suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The device was stored and prepared according to the IFU. The device storage temperature did not exceed 25 °c. Vessel depth was unknown. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during use of the device. The device was realigned to the angulation and removed with light fingertip compression. The sealant was deployed completely above the access site and was partially out of the skin. The sealant appeared to stick to the device. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device revealed that button 1 was fully depressed, and button 2 was also received in a fully depressed position. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned partially inserted on the device. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed, as the device was received in a fully deployed condition. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant remaining attached to the device during removal, especially since both buttons were fully depressed with no anomalies noted. However, procedural/handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was observed to exit externally, and effective hemostasis was not achieved. Manual compression was applied, resulting in successful hemostasis. There was no reported patient injury. The device was intended for use in a transarterial chemoembolization (tace) procedure and was used in the usual manner in accordance with the instructions for use, and the patient¿s condition remained stable with no adverse outcome observed. The deployer was mynx certified. A 5f sheath introducer was used. The femoral artery suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The device was stored and prepared according to the instructions for use. The device storage temperature did not exceed 25 °c. Vessel depth was unknown. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during use of the device. The device was realigned to the angulation and removed with light fingertip compression. The sealant was deployed completely above the access site and was partially out of the skin. The sealant appeared to stick to the device. The device will be returned for evaluation.